Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 523 mg/dl. Customer reported they had blood glucose level in the range of 80 to 120 mg/dl. Customer's current blood glucose level was 137 mg/dl. Customer reported scared tissue. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.